Event description:
Patient was having surgery to repair his anterior cruciate ligament (acl). It was determined by md during preparation of the graft intraoperatively that the graft was inadequate in size. The order request through jr ortho had been for a 10mm diameter and graft measured at 6mm.